Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis, vaginal bleeding, uterine leiomyoma, perineal pain, pelvic pain female, depression, anxiety, dysmenorrhea, alcohol use, tobacco user, dysmenorrhea, vaginal discharge, heavy menstrual bleeding, abnormal uterine bleeding, nulliparous and nulli gravida. The patient had a family history of breast cancer. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 3928 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2022. The patient was treated with surgery (robotic hysterectomy & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): well-placed bilateral essure coils. Complete occlusion of the right and left fallopian tube [pathology test] on (B)(6) 2022: endometrium anterior endometriosis: fibrous tissue with endometriosis. Endometrium right retroperitoneal endometriosis: fibrous tissue with endometriosis other uterus cervix, bilateral fallopian tubes: unremarkable cervix. Proliferative endometrium with a thin lining. Leiomyoma sub serosal. Unremarkable bilateral fallopian tubes specimen submitted: endometrium anterior endometriosis endometrium right retroperitoneal endometriosis other uterus, cervix, bilateral fallopian tubes gross description: uterus, cervix, bilateral fallopian: embedded in the right and left cornu are silver metallic coil wires consistent with essure coils. Received separately are the bilateral fimbriated fallopian tubes arbitrarily designated as fallopian tube #1 (7.5 x 0.3 cm), and fallopian tube #2 (8.5 x 0.5m). Sectioning of the bilateral fallopian tube reveals pinpoint, patent lumina surrounded by pink-tan unremarkable mucosa. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Surgical pathology report added. Lab data updated. Essure removal date updated. Medical history & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 3928 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.